Event description:
The customer reported that following a radiology procedure in 2000, a vasoseal vhd kit size 3 was deployed in the right groin and a kit size 4 was deployed in the left groin. In 2000, the pt developed an infection and was taken to the operating room for a bilateral incision and drainage. A culture of the wound revealed enterococcus and staph aureus. The pt was discharged and no further complications were reported.